Event description:
No further information has been received after good faith attempts have been made.

Event description:
A patient's father called and reported that their child was now having changes in his speech, hearing loss, ataxia, vertigo (with testing underway). Good faith attempts are underway for further details about the reported events and their relationship to their device.